Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the display lens was found to be cracked. During testing, the pump was powered on and the display screen appeared dim, faded, and discolored. Unrelated to the complaint, the bolus button cover was torn; however, the button responded properly to user presses. Additionally, the battery compartment was observed to be cracked, and the battery cap was damaged with stripped threads. Also unrelated to the complaint, the keypad cover was torn below the ok button. All of the keypad buttons responded properly to user presses. The keypad cover was removed and contamination was found under all button contacts.